Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that system's image disk was unable to store images, which can impact imaging. The quote was generated to assess the device's status without customer approval. Since the customer declined, no service was provided by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system's image disk was unable to store images, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.